Event description:
Product concern ticket number: (B)(4). Date of incident: (B)(6) 2024. Concern description: when giving insulin dose, unsure if full dose actually given as insulin found on skin and not injected. This leaves for great error especially in pediatric population for newly diagnosed diabetics. Occurrences: 1 ea.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.